Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl was unable to deliver insulin or medicine. The following information was provided by the initial reporter : it was reported by the distributor that the needle was blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code: (B)(4). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 pen ndl was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   it was reported by the distributor that the needle was blocked.